Event description:
Negative blood results were observed on the clinitek atlas. When sample was examined microscopically, it showed positive results for blood.

Manufacturer narrative:
The cause for the discordant blood results is unknown.